Event description:
Pt was revised to address femoral and tibial loosening, which caused the pt pain. Osteolysis and poly wear were also reported.

Manufacturer narrative:
Eval was not possible, as the products were not returned. Product info required to review the device history records and search the complaint database by manufacturing lot was not provided. The investigation could not draw any conclusions about the reported device loosening or polyethylene wear based on insufficient info and unavailability of the products to examine. The length of time implanted (14-years) could be a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product codes are discontinued items. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.